Manufacturer narrative:
Article citation: elliot, robert, a. Morsi, a. Silverberg, c. Carlson, e. Geller, o. Devinsky, and w. Doyle. "Vagus nerve stimulation in 436 consecutive pts with treatment-resistant epilepsy: long-term outcomes and predictors of response."

Event description:
It was reported in a scientific article that a vns pt experienced an increase in seizure activity from their presurgical baseline. Good faith attempts to obtain additional information have been unsuccessful to date.